Event description:
It was reported to philips that image disk was full, which would prevent imaging. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the coronary diagnosis. The procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspect the system onsite and confirmed that the image storage was not possible. A review of the system log files found that the image storage was malfunctioned. Upon trouble shooting actions, fse identified that the x-ray pc disk bay board was degraded. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027). The fse replaced the disk bay. After replacement, the system was returned to use in good working order.the codes were updated based on the investigation outcome.